Event description:
Additional information was received and indicating that the device and the lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating that this ICD continue to display high out-of-range shock lead impedance measurements. However, no intervention being performed and the patient will continued to me monitored. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shocking lead impedance measurement for the right ventricular (rv) lead that was detected via the patient¿s remote monitoring system. In this event we have two instances in which there is high shock impedance measurements associated with this patient's implanted product and the problem seems to be ongoing. Additional information received indicated that there was no intervention performed and the physician will continue to monitor the patient. The device remains in service. No adverse patient effects were reported.